Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a pre-existing rash and that the lifevest exacerbated the condition. There was no alleged device malfunction contributing to the irritation. The patient received IV benadryl, an IV steroid, a steroid pack and another unknown medication for the skin irritation. Follow up indicated that the skin irritation improved.